Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log confirmed the system error 322. Although the unit was tested for 24 hours with no occurrence of the system error. The upper and lower aux were out of specification. The upper and lower aux will be replaced.